Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a whipple procedure, the reload stopped at the attempt to fire. To correct the condition, they used another device.